Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. It was reported by the physician that "the pt had a chronic total occlusion of mid lad, I used 3 non bsc stents mid-distal. The fourth stent which is more proximal but not covering the ostium, was promus element. I intentionally left the lm and os of lad as I wanted to open the lcx (which also is cto) in a week or so. As you know, stenting the distal lm into lad may make it hard to wire the lcx and advance balloons and stents through it. Therefore, I brought the pt back, and was not able to open the lcx. So I decided to just deploy a new stent in distal lm into lad and have a 2 mm overlap. No stent was able to cross the prox edge of promus. Even 2.5 balloons (different brands). A 2.0 balloon did it. I inflated several time across the prox edge of the promus and readvanced the stent, but won't work. Tried a 2.5 balloon failed. Used the 2.0 then kept upgrading until I managed to get a good overlap with a new non bsc stent with the old promus nad went high pressure. Then I oct'ed that segment (overlap) which shows some deformation, but now I have 2 stents. I am not sure whether this was a stent fracture or deformation. Of course no ivus or oct was done in advance since I had tremendous difficulty advancing even the 2.0 balloon. Of not, I initially thought my wire was under the struts, so kept it in place and brought another one, same problem. A third (after making a loop) was also tried. So I was definitely inside the stent all the time. (I had to use a guideliner as well)" no further patient complications were reported and the patient status is unknown.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).